Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Impact code f1001 captures the reportable event of procedure cancelled/rescheduled.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the lower esophagus during an esophageal stricture dilation procedure performed on (B)(6) 2024. During the procedure, the balloon burst. After dilating the balloon to 18mm and 19mm for 10 seconds each, dilation was increased to 20mm, but the pressure began to drop. The balloon was deflated but the device could not be removed from the endoscope and was mechanically cut to be removed. When the balloon was removed, blood was found to have been mixed in. The procedure was not completed due to this event. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Impact code f1001 captures the reportable event of procedure cancelled/rescheduled. Block h11: investigation results the returned cre fixed wire dilatation balloon was analyzed, and the balloon was detached and not returned with the device. Visual and microscopic inspection of the returned device found evidence of a mechanical cut. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was unable to be confirmed. The device was returned without the balloon and inspection of the returned device found evidence of a mechanical cut. Therefore, the balloon functionality could not be tested. It is possible that the balloon could not be pulled out of the scope, and the physician had to cut the catheter to push the balloon out of the distal tip of the endoscope. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the lower esophagus during an esophageal stricture dilation procedure performed on (B)(6) 2024. During the procedure, the balloon burst. After dilating the balloon to 18mm and 19mm for 10 seconds each, dilation was increased to 20mm, but the pressure began to drop. The balloon was deflated but the device could not be removed from the endoscope and was mechanically cut to be removed. When the balloon was removed, blood was found to have been mixed in. The procedure was not completed due to this event. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. Additional information received on september 30, 2024: it was reported that the bleeding was caused by dilatation. It was also reported that no piece of the balloon detached inside the patient.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the lower esophagus during an esophageal stricture dilation procedure performed on (B)(6) 2024. During the procedure, the balloon burst. After dilating the balloon to 18mm and 19mm for 10 seconds each, dilation was increased to 20mm, but the pressure began to drop. The balloon was deflated but the device could not be removed from the endoscope and was mechanically cut to be removed. When the balloon was removed, blood was found to have been mixed in. The procedure was not completed due to this event. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. Additional information received on september 30, 2024: it was reported that the bleeding was caused by dilatation. It was also reported that no piece of the balloon detached inside the patient.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Impact code f1001 captures the reportable event of procedure cancelled/rescheduled. Block h11: investigation results: the returned cre fixed wire dilatation balloon was analyzed, and the balloon was detached and not returned with the device. Visual and microscopic inspection of the returned device found evidence of a mechanical cut. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was unable to be confirmed. The device was returned without the balloon and inspection of the returned device found evidence of a mechanical cut. Therefore, the balloon functionality could not be tested. It is possible that the balloon could not be pulled out of the scope, and the physician had to cut the catheter to push the balloon out of the distal tip of the endoscope. Therefore, the most probable root cause is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.